Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was not delivering what it was supposed to give. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated.h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated.h10: device evaluation: two samples were returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned devices at a distance of 12 to 16 inches under normal conditions of illumination found no damages or workmanship defects. Accuracy testing was performed and no discrepancies were detected on the samples, the tests successfully passed. The customer reported issue was not confirmed during the investigation as no fault was found. Root cause of the reported issue could not be determined since the complaint was not confirmed. No actions were required as the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.